Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 4 months. The pump was not explanted and is not available for evaluation. An autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(4) 2016, the patient experienced respiratory distress, then cardiac arrest and expired. It was reported that multiple low flow alarms occurred prior to the event. It was also reported that the patient had been making hospice plans prior to the event. The hospital staff does not believe the patient's expiration was related to the lvad, and that the lvad was functioning as expected. No additional information was provided.

Manufacturer narrative:
Evaluation of the submitted log file by a representative of the manufacturer¿s technical services team confirmed the reported low flow alarms; however, a correlation between the device and the patient's expiration could not be conclusively determined. A full evaluation could not be conducted as the pump was not returned for evaluation. The patient¿s pump was not explanted. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.